Event description:
It was reported that the patient presented for cardiac ablation. During the procedure the right ventricular lead dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.